Manufacturer narrative:
H6: investigation summary: customer returned one (1) used 32gx4mm bd pen needle without a tear drop label, cover, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number for needle clog. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown; event description: needle blocked.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description: needle blocked.